Manufacturer narrative:
Occupation is patient/consumer. The meter has been requested for investigation. Replacement product was sent.

Event description:
We received an allegation of a screen display issue on a coaguchek xs meter with an unknown serial number. It was reported that after replacing the batteries 4 weeks ago, the meter display has become dim and the customer is unable to correctly read the results. The customer stated that they believe the results display area is also missing segments. The meter reportedly has no visible signs of damage to the meter or display and there are no signs of corrosion in the battery compartment.